Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found one grip cable was broken at the distal clevis hub. The cable segment stuck out at the instrument's wrist. The distal clevis hub did not exhibit any wear. Other cables at the wrist were not damaged. Additional observations not reported were the outer idler pulley had an indentation at the edge. Failure analysis concluded the indentations were likely due to mishandling / misuse. Various scratches on the distal end of the main tube showing light material removal and a rough surface finish were also found. The scratches were short in length and not axially aligned with the tube. Failure analysis concluded the damage may be due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cable and tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, a mega needle driver instrument won't work and there was a wire sticking out. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.